Event description:
In 2006, it was reported to bsc that during a therapeutic procedure (patient gender and age unk) "the pebax coating was detached." The customer reported, "the detachment [pebax coating] was retrieved by the forceps." The procedure was successfully completed with another bsc device. There was no reported complication or ill effect sustained by the patient.

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not yet been performed, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.